Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer noticed poor gel separation after centrifugation on unspecified number of tubes. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-may-2025. Investigation summary: bd received 10 samples for investigation related to lot 4305369. Upon visual inspection for gel defects and additive abnormality, one of these samples failed. Additionally, 30 retained samples from the same lot were inspected, and all were found to be within specification limits. For lot 4212218, bd had not received any samples for investigation. Therefore, 30 retained samples from this lot were subjected to visual inspection for gel defects and additive abnormality, and all were found to be within specification limits. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4305369, for the indicated failure mode: poor barrier separation based on customer sample analysis. This complaint has not been confirmed for the lot 4212218, for the indicated failure mode: poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer noticed poor gel separation after centrifugation on unspecified number of tubes. No patient or user impact reported.